Manufacturer narrative:
The event occurred in (B) (6). Will not be returned to manufacturer.

Event description:
Caller states he punctured his finger with the multiclix lancet and then realized that the needle was crooked and protruding from the black cap of the device. Caller states a piece of the multiclix lancet broke off into his finger. He attempted to remove the "bur" using tweezers. An unspecified time later, caller was getting a manicure and the nurse observed a "small black object under his skin." Caller went to his physician and an x-ray was done; results showed that there was no foreign object embedded in his finger and no medical treatment was required. Requested return of suspect device however, caller no longer has the lancet; replacement was sent.